Manufacturer narrative:
Unable to verify software due to critical pump error (open book). Insulin pump received with critical pump error due to moisture damage on the electronic assembly. Unable to verify pump error 35 alarm and perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Pump received with moisture damage on the battery tube and vibrator noted. No moisture damage on the motor and keypad assembly noted. Insulin pump received with scratched case, pillowing keypad overlay, cracked case behind the insulin pump at the battery compartment, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was in the pool and insulin pump had insulin pump error alarm and when they looked at it they noticed a crack on the battery compartment. The customer blood glucose level was 142 mg/dl. The customer was assisted with troubleshooting. Customer states the insulin pump was not exposed to a high magnetic field. Customer reports there is fluid in the battery compartment. Customer states o-ring was in place. Customer states o-ring was free of debris. Customer states battery cap was not damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.